Manufacturer narrative:
The pushwire was returned for evaluation and the tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.(B)(4).

Event description:
Right gastric embolization via the left hepatic artery. During the procedure, it was reported that the second implant coil prematurely detached as it was being repositioned and remained in the patient.no injury was reported with the patient as a result of the procedure.